Event description:
It was reported from (B)(6) that on (B)(6) 2020, the patient underwent a dura mater plication surgery. It was reported that when the patient was re-examined in the hospital, the image showed a suspicious metal implant shadow in the right temporal region. It was further reported that, the patient was re-examined again in another hospital and the intracranial foreign matter was also observed. It was reported that on (B)(6) 2021, the patient underwent a second surgery to remove the foreign matter, which was a small metal bead. The reporter stated that, the hospital suspected the metal bead fell off from the bearing of the craniotome device which was used during the dura mater plication surgery. It was reported that at present, the foreign matter has been removed from the patient in the second surgery, and the patient has been discharged from the hospital. It was not reported if there were any delays in the initial surgical procedure or if a spare device was available for use. There was patient involvement reported. There were reports of injuries, medical intervention and /or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Initial reporter facility name: (B)(6). The reporter¿s phone number and complete facility address were not provided. The serial number was unknown; therefore, the device manufacture date is unknown, and the UDI is incomplete. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d4: serial number: the serial number was unknown in the initial report. The serial number has been identified as (B)(6). H4: device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 4/5/2018. D4: the UDI has been updated as (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device history record review: a device history record review was performed which indicated that there was a non-conformance unrelated to the reported malfunction. All the issues identified were resolved prior to product release. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the missing parts of the components had fallen apart. It was determined that the cutter device could not be secured/locked. Therefore, the reported condition of the device falling apart - unattached was confirmed. The assignable root cause was determined to be due to component failure from wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: h6: device history review: the actual device was not returned for evaluation; therefore, the reported condition was not confirmed. However, a device history review was performed which indicated that there was a non-conformance associated with this device which was unrelated to the reported malfunction. All the issues identified were resolved and the device met inspection requirements, certification test values, and acceptance criteria prior to product release.